Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 28-oct-2018 and installed at the customers 24-jan-2019. By design, the shutter position sensors are checked in standby and ready before the foots-witch switch is depressed. If both sensors are blocked or unblocked, the error will appear and the laser will disable lasing until the error is corrected. A lumenis service engineer visited the site one(1) day after the reported event and examined the laser system. The engineer was unable to duplicate the reported shutter errors 25 and 153, he fastened the shutter screws as what would be indicated by those errors. Performed a full realignment including peaking hr. System meets lumenis specification and is ready for use. The next day, the physician reported that the system was running smoothly without any issues. A review of system risk files (1124690 rev ak) revealed risk #2.4.2; system failure which have the potential to lead to ineffective treatment which may require prolonged procedure -or- re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. According to the gso expert loose shutter screws could have likely caused this malfunction. Therefore, no additional corrective or preventive action is determined necessary. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)). And per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that at the beginning of a holep procedure in which a lumenis pulse 120h was being utilized, the physician pressed on the footswitch and got error stating that system could not be used. After sixty to ninety minutes delay the procedure was successfully completed with an alternate device. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.